Manufacturer narrative:
(B)(6). (B)(4). The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned. It was also noted that the device returned with the yoke assembly attached. The catheter was bent at the distal section of the device. Microscope examination was performed, and it was confirmed under high magnification that the bushing was separated from the coil and the control wire was detached from the yoke. Further analysis was performed; the control wire was removed and noted to be kinked. No other issues with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was successfully deployed; however, a metal pusher came out of the side of the device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Investigation results showed that the bushing was separated from the coil; therefore, this is now an MDR reportable event.